Event description:
The customer reported there was an image defect with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed in the forceps channel. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the foreign material in the forceps elevator was due to an inappropriate or insufficient reprocessing method, or handling. However, a definitive root cause could not be determined. During inspection and testing, service found that the electrical connector was corroded due to handling, resulting in noise being generated in the image, confirming the customer's reported issue (image defect). In addition, the nozzle was clogged, causing insufficient air/water flow. A fluid leak was observed in the forceps channel due to a perforation. The light guide bundle demonstrated signs of fluid ingress, which caused uneven lighting. The control section demonstrated corrosion due to fluid ingress. All switches did not work do to damage from fluid ingress, which caused a shortage of the circuit board. There was corrosion on the opening of the forceps channel. The universal cord had wrinkles and demonstrated a leak. The bending angle was insufficient due to the elongation of the angle wire. There was play in the angle knob due to the extension of the angle wire. The field of view was cloudy due to dirt on the objective lens. The labeling on the body control unit was peeling. The paint on the suction cylinder was peeling and worn. Several of the device components demonstrated scratches, scrapes, and wear due to handling. Additionally, several components were dirty or had stains that were difficult to remove. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.